Event description:
The hospital reported that during the endoscopic vein harvesting procedure, the vh-2000 bisector would not cut appropriately. A replacement unit was used to complete the procedure. The hospital did not report any pt complications.

Manufacturer narrative:
After the procedure, the hospital discarded the product. A lhr review cannot be performed because the lot number was not provided by the hospital. (B) (4).